Manufacturer narrative:
In response to FDA report number: mw5103513. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: ¿swollen and tender lymph nodes in the breast area, underarms, throat, neck.¿

Event description:
Patient reported for left side "chronic inflammation", ¿itching¿, ¿swollen and tender lymph nodes in the breast area, underarms, throat, neck¿, ¿breast became very tender and sensitive and painful¿, ¿burning pain around the chest wall or breasts¿, and greenish/yellow color milk production when not pregnant". Patient also reported non-device related events for left side as follows: "allergic reactions to dairy products, then to soaps and lotion", ¿fatigue¿, ¿weakness¿, ¿joint pain and soreness, muscle aches, pain, chronic neck and back pain¿, ¿severe abdominal pain¿, ¿migraines", "could not conceive, did get pregnant, but miscarried 4.5 months later and would never conceive again, but continued to produce milk", ¿leg and arms would go numb¿, "skin became dry and my face would always have dry patches and flakiness", "skin rashes", "heart palpitations", "shortness of breath", "belly swelled", ¿temperature intolerance", "smell or chemical sensitivities", "photosensitivity", adult acne", "night sweat", "fibroids," "frequent urination," "eyes, throat dryness and swelling," "weight gain", "very low libido", "metallic taste in the mouth", "oral thrush", "insomnia", "estrogen/progesterone imbalance, diminishing hormones, or early menopause", "throat clearing, cough, difficult swallowing, choking feeling", "chronic heavy menstrual periods", "anemic mood swings", "emotional instability", "anxiety", "panic attacks", "cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss)", and ¿dizziness¿. The device remains implanted.